Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer/attorney in the united states, on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The plaintiff claimed that she experienced, as a result of placement of essure device: severe cramping and pain, heavy bleeding, severe abdominal pain, lost weight, no intercourse, metal in mouth, hairloss on leftside, yeast infections, and loss of urine. In (B)(6) 2015 she went for essure removal; she was scheduled for removal, went under IV and heart monitor, however surgery was stopped, doctor refused to do it because the plaintiff was anemic. The plaintiff was trying to find another doctor to get it out. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding. She went for essure removal, went under IV and heart monitor, but the surgery was stopped and doctor refused to do it (because she was anemic). Heavy bleeding (interpreted as genital bleeding) is a serious event due to medical significance, and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the reported event, and in the lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention, although not performed due to consumers anemia, was required/ indicated. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding. She went for essure removal, went under IV and heart monitor, but the surgery was stopped and doctor refused to do it (because she was anemic). Heavy bleeding (interpreted as genital bleeding) is a serious event due to medical significance, and listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the reported event, and in the lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention, although not performed due to consumers anemia, was required/ indicated. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping and pain"), abdominal pain ("severe abdominal pain"), loss of libido ("no intercourse"), dysgeusia ("metal in mouth"), alopecia ("hairloss on leftside"), fungal infection ("yeast infections"), urinary retention ("loss of urine") and anaemia ("anemic") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, abdominal pain, weight decreased, loss of libido, dysgeusia, alopecia, fungal infection, urinary retention and anaemia outcome was unknown. The reporter provided no causality assessment for anaemia with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, fungal infection, genital haemorrhage, loss of libido, urinary retention and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping and pain"), abdominal pain ("severe abdominal pain"), loss of libido ("no intercourse"), dysgeusia ("metal in mouth"), alopecia ("hairloss on leftside"), fungal infection ("yeast infections"), urinary retention ("loss of urine") and anaemia ("anemic") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower, abdominal pain, weight decreased, loss of libido, dysgeusia, alopecia, fungal infection, urinary retention and anaemia outcome was unknown. The reporter provided no causality assessment for anaemia with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, fungal infection, genital haemorrhage, loss of libido, urinary retention and weight decreased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received : event genital hemorrhage marked with intervention required. Essure removal details added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.